Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "hemogard opens itself after they recap the hemoagrds after blood bank testing."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "hemogard opens itself after they recap the hemoagrds after blood bank testing."